Manufacturer narrative:
(B)(4). "Performance checks conducted but error was not duplicated." Note: the type of failure reported by the user facility is typically caused by a loss of pressure in the pt circuit due to a leak. Once the leak is eliminated, the pt circuit will re-pressurize and the device will resume oscillation when the 'start/stop' button is pressed. As the user facility was unable to duplicate the reported event and did not find any problems with the device, carefusion considers this to be an isolated incident. Sensor-medics high frequency oscillatory ventilator. Carefusion.

Event description:
(B)(4). "Oscillating neonatal vent ceased circulating air due to loss of pressure while in use on pt. Alarm sounded appropriately and staff performed manual bagging while exchanging ventilator. Performance checks conducted but error was not duplicated."